Event description:
New style water trap used with anesthesia gas analyzer causes artifact on the co2 waveform. The artifact appears as a small spike during the inhalation phase. The artifact occurs with high airway pressures, usually over 26 to 30 cmh20 peak pressure. Anesthetists may interpret this as an attempt by the pt to breathe, and they may adjust their drug dose based upon this artifact.